Event description:
It was reported the patient had their neurostimulator revised. It was initially reported that the patient experienced rectum and back pain. They turned down the stimulation and then off for one day but did not have any pain relief. The clinical specialist (cs) instructed the patient to keep the stimulation off for 3 days and assess for comparison. The patient mentioned this exact discomfort prior to the implant. The patient had a stim holiday, which did not help, and had the revision. There were no complaints afterward.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "discomfort" and "pain" which is addressed in the product labeling and risk documentation. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.